Manufacturer narrative:
(B)(4). Legal manufacturer: hcs (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the device and confirmed the reported issue. The batteries were replaced to resolve the reported issue.

Event description:
The hospital reported that while the device was on battery power during patient transport, the device shut down. There was no report of patient injury.